Event description:
It was observed that during the device evaluation, the subject device cutting wire was broken (basically sparks occur). The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.